Event description:
The following information was reported by the hospital personnel: when the doctor went to deploy the mynxgrip (6f/7f) vascular closure device in the left femoral artery, after a tavr procedure, the handle separated from the rest of the device. The mynx was removed and manual pressure was applied for an unknown duration.

Manufacturer narrative:
Visual inspection of the returned device showed that the device was exposed to blood. The device was received with the shuttle disengaged from the handle and the advancer tube engaged to the 1st tamp lock. The sealant was observed at the balloon proximal tip and the procedural sheath was abutting the sealant. The balloon was inflated with water and a leak was revealed. Visual inspection at high magnification revealed that the source of the leak was a micro tear in the balloon, approximately 5.5 mm from the balloon proximal tip. The handle and the shuttle cartridge were inspected for anomalies, no anomalies were observed. Based on the information provided, the root cause of the reported event could not be conclusively determined. The review of the lhr (f1506306) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).